Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with blood glucose levels between 700 and 800 mg/dl. The customer stated that she also suffered a heart attack due to the diabetic ketoacidosis. Nothing further was reported.